Event description:
It was reported that the right atrial lead exhibited noise, low impedance and insulation damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 11.5 cm to 11.7 cm from the connector pin, due to friction with the device can. The proximal coil was exposed in the same area, which could have caused the reported complaints in the field.